Event description:
Potential for injury associated with the inductive functioning inaccurately on the tdxsp-cg power chair. This event could cause user to become stranded or it could cause chair to maake unexpected and unintentional moves, causing possible harm to user or bystander.